Event description:
It was reported that during therapeutic plasma exchange (tpe) with an unspecified prismaflex set, an air leak was observed a few minutes after connecting to the patient and a 'flow problem'-related alarm was triggered 4-5 minutes after the start of treatment and the machine reportedly shut down. After the restart, air bubbles were visible in the circuit and an air-related alarm was triggered. The patient was reported to have sudden desaturation as a result of a gas embolism in the right and left cardiac cavities. The patient needed emergency orotracheal intubation, a hyperbaric oxygen therapy session, and was later treated with an ECMO for 3 days. At the time of this report, the patient's condition was reported as "good". No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h6 and h10 h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.